Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.